Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to address the issue, including disconnecting tubing, tightening connections, and delivering bolus doses. Although the alarm recurred initially, a successful resolution was achieved when a new cartridge was loaded, and supplies were to be replaced as necessary. Further assistance was made available through a follow-up.